Event description:
On july 17, 2008, a pt/layperson spoke with a customer care advocate, cca, concerning an alleged insert strip message that occurred the end of april. Although the pt informed the cca that the meter was a surestep, she could not recall which type since she reportedly threw it and the strips away. This senior medical affairs specialist has been unable to reach the pt, and has mailed a letter to her. The complaint is classified based on the info given to the cca. Because the pt works at a convalescent home, one of the nurses reportedly tested her with the facility's meter; result "in the 180's". The date was not provided and no treatment was given. When asked by the cca, the pt indicated having increased urination, headache, shakiness, "not balanced" after the reported meter issue concerning the surestep; however, whether the symptoms occurred on the day of that test is not clear. Although the nurse advised her to increase her dose of humulin, the pt did not specify if it was due to symptoms or the result. The pt also informed the cca that she tests with an ultramini. She did not specify whether it was obtained before or after the alleged surestep issue. Although the pt elected to discard the meter, the complaint is classified as an adverse event due to the pt's alleged symptoms, that can be associated with hyperglycemia/severe hypoglycemia, on an unk date after the issue began.

Manufacturer narrative:
Because the pt discarded the meter and the test strips, product will not be available to return and test.